Event description:
During a demonstration, our sales representative in the us opened a sterile catheter, for the purpose of demonstrating the product. While inspecting the product, it became apparent that the proximal tip of the catheter was either not pre-cut, or insufficiently pre-cut. The stylet could not pass through the proximal tip of the catheter, which should be possible, as this catheter reference is designed for endoscopic procedures, in which a flexible endoscope would be passed through the tip. This occured within head office warehouse inventory, no patient was involved.

Manufacturer narrative:
The device was returned to our manufacturing facility for quality control analysis. The catheter that was received did not display the defect observed by the user. The stylet delivered with the catheter to open its end went through the opening without adhesion. A review of the fabrication record for the lot of catheters showed no anomalies. In conclusion, the catheter complies with its specification. The defect reported by the user could not be reproduced under laboratory conditions.

Event description:
During a demonstration, our sales representative in the us opened a sterile catheter, for the purpose of demonstrating the product. While inspecting the product, it became apparent that the proximal tip of the catheter was either not pre-cut, or insufficiently pre-cut. The stylet could not pass through the proximal tip of the catheter, which should be possible, as this catheter reference is designed for endoscopic procedures, in which a flexible endoscope would be passed through the tip. This occured within head office warehouse inventory, no patient was involved.